Event description:
It was reported, the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and power on reset (por) condition. The patient noticed the por on the day of this report. On the day of this report, the patient had surgery and their healthcare provider relocated the implantable neurostimulator (ins) from their right side to their lower left back. The patient stated the ins may have migrated and that was the reason for procedure. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0n2hm, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).